Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency department complaining of discomfort in the chest. Upon interrogation, it was observed the right ventricular lead had increase in capture threshold, and low sensing thresholds. A chest x-ray was completed to reveal the lead had lost lead slack. The lead was repositioned and was working perfectly. The patient was stable.